Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jan-2026, it was reported by a sales representative via phone that an ar-3670 fibertak tip of the inserter broke. This occurred during use in a case with no patient effect. Fragment was removed. No delay to case.